Event description:
Patient was on the table prepped and draped with sheaths and catheters placed by the doctor. We were unable to pace. The bloom was not completely communicating with our with our ge system. Therefore we were unable to complete the study. No harm to the patient.======================manufacturer response for electrophsiology bloom, electrophysiology bloom (per site reporter).======================biomed evaluated and repaired the device. The bloom stimulator is now functioning appropriately. Ce# 824457-wo # 612701 trouble shot problem, found connector from bloom stimulator was partially disconnected. Reseated connector plug in to bloom stimulator, sys ops. Tested good and returned to use after verbal release from risk.